Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the driver of 3100a ventilator is not shutting off even though mean airway pressure (map) is 0. The customer confirmed that there is no patient involvement with this reported event.